Event description:
Customer reported unexpected negative results on a patient with anti¿fya and anti-k tested on echo. Customer is validating their instrument.

Manufacturer narrative:
Currently, the instrument is performing as expected and detected the originally missed antibodies. The instrument images and sample from the 2009, unexpected results are no longer available. Advised customer to report unexplained results when they occur so that a prompt investigation can be done.